Event description:
It was reported that asymptomatic patient presented in clinic after receiving a patient notification. The device exhibited post-paced t-wave oversensing. The oversensing was noted on stored and real-time egms. Programming changes were recommended. The physician made the decision to observe the oversensing at this time. No programming changes were made.